Event description:
Approx one year after pci, there was restenosis in the lesion previously treated with a cypher stent. This pt presented for elective treatment of a 47.9% svg bypass graft to the posterior descending artery of 11.8mm in length in an unk vessel diameter. The type c, eccentric lesion was tubular, slightly calcified and moderately tortuous. Pre-procedure medications included aspirin 243mg/day, ticlopidine hydrochloride 200mg/day, warfarin potassium 2.5mg/day, digoxin 0.125mg/day, nicorandil 15mg/day and isosorbide dinitrate 60mg/day. Intra-procedure medications included heparin 16,000u, isoride mononitrate 5mg/day, aspirin 243mg/day, ticlopidne hydrochloride 200mg/day, warfarin potassium 2.5mg/day, digoxin 0.125mg/day, nicorandil 15mg/day and isosorbide dinitrate 60mg/day. The femoral approach was chosen for the procedure. A 3.5x18mm cypher was deployed by direct stenting at unk atm. Ivus was conducted. Timi iii flow was recorded pre and post-procedure.